Event description:
Procedure: laparoscopic nissen fundoplication. According to the reporter: the device would not transfer the needle. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There ws no delay over 30 minutes. No pt injury.

Manufacturer narrative:
(B)(4).